Manufacturer narrative:
Mentor received an update to the events submitted in the initial report. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation with 500cc mentor memorygel breast implants on (B)(6) 2010. The patient reported that she experienced various symptoms since the beginning of 2016, including: arthritis pain, joint pain, and left breast pain. The patient stated that her left nipple would experience coldness followed by pain shooting down to her left ribcage area. The diagnoses have not been confirmed by a medical professional. However, the patient reported that on (B)(6) 2018, she had a mammogram and no abnormal findings were identified. No device issue, such as rupture, was reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's left-sided device.